Event description:
Reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that the patient was hospitalized due to high blood glucose levels which was 450 mg/dl, therefore patient had received mdi and IV and fluids of saline and insulin. The patient also reported that he had vomiting blood and went emergency room. The patient reported that the reason for high blood glucose levels was due to bent cannula, and he also had ketones. The infusion set was in use for 4 hours. No further information available

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the investigation associated with related event 1973706 has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr). The identified malfunction code, soft cannula found bent upon removal from infusion site is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Lot 6002937 was manufactured on 01/sep/2023, in line with a total of 29,400 pieces. The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary of the related event: due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. During manufacturing of the cannula part, the soft cannula is kept straight by the introducer needle, no samples were returned for inspection. However, during use in general and specifically during insertion may accidentally bent the soft cannula. No further action is required for this complaint, if used/unused samples are received, appropriate actions will be taken.

Event description:
To date no additional patient or event details have been received.